Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but could not confirm the reported issue. No malfunction could be reproduced.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported disconnect alarm and ventilation stopped while under niv ventilation. There was no report of patient injury.